Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 000907998a with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/lot 000907998a and device part number 195-430wl/lot 907998. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 00907998 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample, or customer moving the test card.

Event description:
The consumer reported two (2) false positive results with the binaxnow covid-19 ag self test performed on (B)(6) 2025. This MFR. Report is one (1) of 2 (two). The consumer reported a false positive result with the binaxnow covid-19 ag self test performed on (B)(6) 2025 with unknown sample type. Initial testing was performed on (B)(6) 2025 using osang ohc health care covid-19 test which resulted in negative result. The consumer confirmed experiencing cold and no patient harm due to the test results.

Manufacturer narrative:
Correction: d4 - lot #. H11 - summary update. Additional information: g4 - PMA/510(k) #. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 000907998a with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot 000907998a and device part number 195-430wl/ lot 907998. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 000907998 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample, or customer moving the test card.

Event description:
The consumer reported two (2) false positive results with the binaxnow covid-19 ag self test performed on (B)(6) 2025. This MFR. Report is one (1) of 2 (two). The consumer reported a false positive result with the binaxnow covid-19 ag self test performed on (B)(6) 2025 with unknown sample type. Initial testing was performed on (B)(6) 2025 using osang ohc health care covid-19 test which resulted in negative result. The consumer confirmed experiencing cold and no patient harm due to the test results.

Event description:
The consumer reported two (2) false positive results with the binaxnow covid-19 ag self test performed on (B)(6) 2025. This MFR. Report is one (1) of 2 (two). The consumer reported a false positive result with the binaxnow covid-19 ag self test performed on (B)(6) 2025 with unknown sample type. Initial testing was performed on (B)(6) 2025 using osang ohc health care covid-19 test which resulted in negative result. The consumer confirmed experiencing cold and no patient harm due to the test results.

Manufacturer narrative:
The remainder of the investigation is in progress. A supplemental report will be provided pending completion, or upon receipt of new information.